Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Event description:
It was reported that a ventilator failure occurred during an intervention and the device turned to safety mode. No injury reported.

Event description:
It was reported that a ventilator failure occurred during an intervention and the device turned to safety mode. No injury reported.

Manufacturer narrative:
Initially, it was reported that the event took place august 31st 2023. But by means of the provided screen shot which was taken of the primus display when the failure occurred it could be derived that the event occurred september 1st 2023. The device log was analyzed. It was found that a circuit leak was present during the case in question resulting in a fresh gas deficit. Associated alarms such as "apnea", "volume not attained", "mv low", "fg low or leak" were posted. In the following the ventilator detected a wrong motor position. Consequently, the device reacted with an autonomous shutdown of the ventilator and alarmed audible and visible for "ventilator failure" while changing mode to man/spont. Manual ventilation remains possible in this case. The primus ie was returned and was subject to an extensive endurance run in the repair workshop using different modes and ventilation settings. Thereby, the reported symptom was repeatedly reproduced and finally a faulty motor assembly was identified as root cause. The device has reacted on the detected deviation as specified by shutting down automatic ventilation and posting corresponding alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. H3 other text : on-going.

Event description:
It was reported that a ventilator failure occurred during an intervention and the device turned to safety mode. No injury reported.